Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they turned the device off about 3 months ago because it was causing tremendous nerve pain in their lower right leg. Caller stated that they had previously worked with a tech to find a comfortable level, and after about an hour their pain came back. Once the pain came back the patient decided to turn the implant off. Patient said the pain disappeared within 20 minutes of turning the ins off and hasn't come back since leaving therapy off. Patient also said they were not having the same symptoms they had before the device was installed and were wondering if the implant was the cause. Patient has lost some weight which might have caused the device to shift. Patient was also active and was concerned about implant damage. The caller stated that this was the second time the ins had moved and the first time it moved was shortly after the implant was installed. Caller stated that the can feel the ins and it will rub against their clothes making them feel " icky". Caller stated that they currently have a surgery to replace/revise the ins in may. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.